Event description:
On (B)(6) 2005, the pt was implanted with three gore excluder aaa endoprostheses. On an unk date, aneurysm growth with an absence of endoleak was identified. On (B)(6) 2007, the endograft system was explanted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.